Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Troubleshooting was performed. The settings were correct on the insulin pump. Ran high pressure and fixed prime tests and no insulin pump passed.